Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was between 400-500 mg/dl at the time of the incident. Another blood glucose level was 200 mg/dl. Customer stated that the pump still did not start up despite the new battery cap sent to her. She tried 4-5 brand new batteries but just the same. She has been off her pump for a few days. The customer stated that the symptoms related to high blood glucose such as sick and tired. The customer was treated with manual injection and medications. Customer stated that the display did not return after new receiving new battery cap. No harm requiring medical intervention was reported. The device will be returned for analysis.